Manufacturer narrative:
Model number/catalog number: sc-2218-50; (B)(4); model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70; (B)(4); model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was not getting adequate stimulation. The patient underwent a revision procedure wherein the leads were repositioned.